Event description:
It was reported that this right ventricular lead exhibited high shock impedance greater than 125 ohms. This patient's physician is aware of the situation. No evidence of lead damage was mentioned. This lead remains in service and the issue will continue to be monitored. No adverse patient effects were reported.